Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that device was just stopped working on the previously adjust program from hospital, the manufacturing representative changed the program to resolve the issue. All issue of electrode, bladder infection and flu/diarrhea had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va162u4, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she was having issues. Patient stated it was working perfectly at the hospital and the setting just had to decrease slightly. Patient wanted to know what the setting was on when they implanted her in the hospital. Patient stated the healthcare provider (hcp) did not have the settings. She was told to turn the machine off this past week. Patient stated they rushed the setting because afraid of getting sick but found out the stim was stimulating her bowels more than her bladder. When she turned off the machine, diarrhea went away. It was also reported that shortly after surgery, she stopped feeling it and the hcp checked it and it looked like electrodes were not good but they checked it again yesterday and said it was good. She was informed by hcp that they must have had a bad physician programmer as it showed ¿ it was good¿. She was sent for x-ray because she wanted to know if something was wrong. It was noted that electrode was not as deep as it should be. Patient also reported that she was going 3-4 times per night on sunday. She had flu/ diarrhea symptoms started when device was on (B)(6) 2016. Patient clarified that she had bladder infection sunday night and up to the bathroom several times. She took zipro pill last night and this am (it was urobel for pain). Patient stated she had tried all 4 programs and nothing was helping her. Rep wiped programming and putting new one in. It was not a good setting. She had informed her hcp that it was not a good spot for her. She felt worse now than before. She needed to be more in vaginal area versus so far back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.